Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v735565, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had their previous implantable neurostimulator (ins) replaced on (B)(6) 2015 and when they went to try to use the patient programmer the next day, the power on reset (por) message appeared. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.